Event description:
It was reported that the pump had a main board failure. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top case was broken on the front lower left corner and a cracked at the bottom case front left. The main board failure was found during the motor drive and occlusion flow test. Error history log review found multiple motor rate error alarms .the root cause of the reported issue was found to be incorrect assemble of the stepper motor. Actions were taken to mitigate the reported issue: re-assembled the stepper motor and also replace the older clutch halves in the drive train. Perform preventative maintenance and all functional testing.